Event description:
It was reported that during a threshold test with auto capture, the pulse generator exhibited a capture anomaly. The device was reprogrammed to unipolar fixed output. The device remained implanted.